Event description:
It was observed that during the device evaluation, the subject device exhibited foreign material in both the nozzle and the c-cover. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus and the evaluation found: foreign material in both the nozzle and the c-cover. Based on the results of the investigation, the most probable cause of the findings is known inherent risk of device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.